Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at an unspecified time in the morning he obtained a reading of 120 mg/dl from his adc blood glucose meter. At 10:30 am on the same date he presented to his physician for a regular check-up. The customer reported his blood glucose was measured at "700" mg/dl at the physician's office, and the physician sent the customer to the ER of a local hospital. At the hospital, the customer was treated with "an insulin shot" (type/dosage not reported), and "crushed ice" at 1pm. No test results obtained at the hospital were provided to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported products have been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.